Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has pocket heating while recharging and while using the magnet to turn the ipg on and off. A sjm representative met the patient to evaluate the system. Follow up identified surgical intervention was undertaken and the original ipg was replaced with a new one. The physician indicated the burning at the ipg site was persistent and not just while recharging. There were no signs of infection and post-operative x-rays were normal.